Event description:
It was reported that the pt was awaiting a heart transplant. An intra-aortic balloon (iab) was inserted to improve the hemodynamics. While in the ctvs (cardiothoracic and vascular surgery) department, the iab was inserted sheathless via the pt¿s right femoral artery. The pt was moved to the ctvs. After 12 hours of intra-aortic balloon pump (iabp) therapy, the pump alarmed gas leak and blood was noticed in the gas line. Pump strips were not generated. X-rays were not performed. The iab was removed and the md inserted the same size maquet iab. Medical/surgical intervention was not required. The iabp was not interrupted. The pt¿s condition did not improve and according to the md, the pt succumbed due to other causes.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.